Manufacturer narrative:
PMA 510(k). The inspire 6f m was assembled into a customized circuit (item in00219) that is not distributed in the USA, but the oxygenator is similar to the inspire 6f m that is distributed in the USA (510k#: k120185). Sorin group (B)(4) manufactures the inspire 6f m oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group. Sorin group (B)(4) received a report of high pressure at the beginning of a procedure using the inspire 6f m hollow fiber oxygenator. The oxygenator was changed out and the procedure was completed. There was no report of patient injury. The event was reported to the country's local competent authority. This medwatch report is being filed in response to this action. The involved oxygenator was returned to sorin group (B)(4) for further investigation. The manufacturing record was reviewed and the oxygenator was found to meet the specifications. The analysis of the pump record confirmed that the inlet pressure steadily increased at the beginning of the procedure, however the investigation performed by sorin found no evidence that could relate the reported issue to the oxygenator. A CAPA has been initiated to investigate this type of issue.

Event description:
Sorin group (B)(4) received a report of high pressure at the beginning of a procedure using the inspire 6f m hollow fiber oxygenator. The oxygenator was changed out and the procedure was completed. There was no report of patient injury.